Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012825357 and the data files were returned and analyzed. The received image file shows an array of the catheter in after-use condition. A guidewire threaded through the tip of the catheter is visible, along with debris entangled in the guidewire and partially embedded in the opening of the catheter tip. No information regarding the catheter lot or serial number, nor the date of the procedure, is available in the image. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the catheter was received with a guidewire inserted through and exited the tip a approximately 0.5 inches, and on the spiral array segment, a fragment of foreign material was observed stuck in/on the distal tip (guidewire lumen tip and guidewire junction). Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was conducted. Lab test guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter- clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection, debris was confirmed on the tip of the catheter via data analysis and foreign material was confirmed via product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the wire could not be retracted or advance. The catheter was withdrawn from the sheath and it was found that tissue was lodged in the nose of the catheter. The catheter was replaced. The case was completed with pulsed field ablation.  No patient complications have been reported as a result of this event.